Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes intermittent capture and sensing. During the surgery to reposition the lead, the insulation appeared to be damaged~~~~~